Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (the device was returned to the repair center). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to defective contact of the electrical contacts. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer reported (on behalf of the customer) that there was poor contact of the video connector on the visera elite video system center. The reported problem was found during inspection before a procedure (laryngoscopy) and a similar device was used to complete the operation. The patient was not under anesthesia and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was inspected, and the customer's allegation was confirmed. The device evaluation found no image when shaking the defective video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.